Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet after resuming therapy and announcing meals, with blood glucose reportedly reaching 41 mg/dl by both device and fingerstick, trending low for a few hours despite oral carbohydrate intake; the user had recently switched to a new infusion set type and noted dexcom readings lower than fingerstick. Symptoms included shakiness consistent with hypoglycemia. Outcomes included self-management at home with oral glucose without medical intervention or hospitalization. Investigation included complaint review, patient interview, and troubleshooting and education completed by support. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was related to hypoglycemia of undetermined cause, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.